Event description:
This is a spontaneous report by a nurse in the (B)(6) of peritonitis in a patient coincident with physioneal and extraneal therapies. On (B)(6) 2012, the patient attended the renal unit with suspected peritonitis. The patient's catheter was not removed and patient was responding to treatment with unspecified antibiotics. There was no indication that the patient was admitted to the hospital. The patient was recovering and the peritonitis was resolving.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause is no device malfunction or use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.